Event description:
During an attempted endovascular repair of a infrarenal aortic aneurysm, the proceduralist was unable to deploy the bifurcating endologix device ..."because probably the device was wrapped within the sheath itself and would not open." ..."multiple attempts with multiple different wire techniques, etc., trying to open the device and the device could not be opened. Then, the string that attaches the graft itself broke and so there was no way to retrieve it"... The pt was taken for open surgical repair of the aneurysm and retrieval of the device. The operative report indicates ..."I opened the aneurysm...and there was a large amount of fresh thrombus as well as old thrombosis which appeared to be chewed up with the device." The device was explanted during the procedure. Pt transferred to aicu following the procedure but expired later that evening.